Manufacturer narrative:
(B)(4). Photo evaluation summary: one photo was provided. The picture shows tissue with several staples on it. The staples present can be seen not fully formed. Based on the photo reviewed the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that, performed right transverse colostomy using ees new linear cutter 75mm ntlc75 and 2pcs of reload sr75. 1st firing noticed some staples didn't form properly. Upon 2nd firing, all staples failed to form normal b shape staple (staple legs were opened). Dr used "blue" setting. Patient didn't undergo radiotherapy, tissues were normal. Surgery was delayed 30 minutes. The procedure was completed by hand sewing using suture to close the malformed staple line. Procedure was successfully completed. Patient status in unknown, but no patient consequences were reported.